Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported the screen was glitching during intubation. The procedure was completed with a back up device, there was a 2-3 mins delay. No patient injury reported. No negative impact in state of health reported.